Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event; both positive and negative continuity tested open. Probable open connection at end of stress relief of plug. Analysis also found the heart wire connector case halves areas are discolored (yellowish). The cable is twisted in multiple locations. It is noted white cloth tape around white ventricle label marker.

Event description:
It was reported that during servicing, the lead/cable for an external pulse generator would not detect. The cable was returned to the manufacturer for repair. There was no patient involvement.